Event description:
Usfda MDR determination: at this time its unknown if the patient was experiencing joint instability or patella clunk. The insert (rp) and femoral component are being reported for the noted pain and "catching" as those are two component that interact with each other with a total knee implants. Both joint instability and patella clunk are reportable harms/failures. Its unknown if the patella was resurfaced. Additional follow up is being conducted to clarify the failure of the knee (instability vs patella clunk) and the mfg of the knee implants placed in 2022 prior to the attune implants.

Manufacturer narrative:
Product complaint # (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. E3: the initial reporter has been removed for confidentiality/privacy. The initial reporter is the patient. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the device lot number is unknown, therefore a device history review could not be performed.  If the lot/serial number becomes available, the record will be re-assessed.